Event description:
It has been reported that the 1ml 31gx6mm u-100 insulin syringe walmart has been found experiencing difficult plunger rod movement during use. The following has been provided by the initial reporter: it was reported that plunger rod is difficult to move. Verbatim: consumer reported plunger rod difficult to move, consumer does not re-use. Problem occurred a few months ago. Lot # 8316946 product # 328519. No exp date.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8316946. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 1 ml 31g x 6 mm u-100 insulin syringe (B)(6) has been found experiencing difficult plunger rod movement during use. The following has been provided by the initial reporter: it was reported that plunger rod is difficult to move. Verbatim: consumer reported plunger rod difficult to move, consumer does not re-use. Problem occurred a few months ago. Lot # 8316946. Product # 328519. No exp date.